Event description:
30 ml bacteriostatic ns in port a cath tray appeared cloudy and slightly green tinged. Addt. Info obtained from the site: no patient injury. Used another tray. Model number is not applicable as this is a vial of saline. The saline bottles were part of a kit supplied to flush port a cath lines. On closer inspection, the inside surface of the vials appears to be irregular. ====================== manufacturer response for 30 ml multiple use dose, bacteriostatic ns======================unknown as done by central services department